Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The indication of the implant seems to be correct according to the radiographic images, since there is enough metaphyseal support, although in the radiographic image prior to the extraction there is an important erosion of the metaphysis caused by the rotation of the metaphyseal body inside the metaphysis, apparently there is no disassembly of the proximal body with the distal one. When the implant was removed, since the patient reported pain, a clear wear of the distal connection with the proximal one was evidenced.

Manufacturer narrative:
The reported event could be confirmed; however, since the device was not returned for assessment, confirmation is based solely on the provided images and x-rays, supported by a medical opinion. The device inspection was not possible as the product was not returned for investigation. However, medical opinion on provided x-rays and images confirms the event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The indication of the implant seems to be correct according to the radiographic images, since there is enough metaphyseal support, although in the radiographic image prior to the extraction there is an important erosion of the metaphysis caused by the rotation of the metaphyseal body inside the metaphysis, apparently there is no disassembly of the proximal body with the distal one. When the implant was removed, since the patient reported pain, a clear wear of the distal connection with the proximal one was evidenced.

Manufacturer narrative:
The reported event could be confirmed, however, since the device was not returned for assessment, confirmation is based solely on the provided images and x-rays, supported by a medical opinion. The device inspection was not possible as the product was not returned for investigation. However, based on available x-rays a formal medical opinion was seek. The imaging findings suggest significant concerns regarding the stability of the implanted device. Although the initial description mentions sufficient metaphyseal support, the radiolucent lines observed in the metaphysis indicate suspected loosening. There is clear evidence of lack of osseointegration in the proximal part of the implant either it was never achieved or deteriorated over time leading to compromised fixation. In contrast, the distal stem remains well-integrated with the bone, indicating partial implant stability. The wear pattern observed in the images aligns with rotational movement between the proximal body and distal stem, reinforcing the diagnosis of proximal loosening. The absence of early post-operative x-rays limits longitudinal comparison, but based on available imaging, the device does not demonstrate full stability and shows signs of component loosening, which could be the reason for pain noted in the event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The indication of the implant seems to be correct according to the radiographic images, since there is enough metaphyseal support, although in the radiographic image prior to the extraction there is an important erosion of the metaphysis caused by the rotation of the metaphyseal body inside the metaphysis, apparently there is no disassembly of the proximal body with the distal one. When the implant was removed, since the patient reported pain, a clear wear of the distal connection with the proximal one was evidenced.